Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the pt reports experiencing blurry vision, halos, flashes of light, floater, altered color perception, and difficulty with night driving. In addition, the pt reports undergoing yag capsulotomies in both eyes to 'enable the lenses to flex'. Subsequent to the yag treatments, the pt developed vitreous loss, which required vitrectomies in both eyes. Add'l info has been requested from the implanting physician. Reference MDR #2031924-2010-00024.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).